Event description:
It was reported that this was an incident of the foley catheter that had difficulty in water injection, and the use was discontinued due to difficulty in water injection. Since it was a 3-way catheter, it was unclear whether the infusion was with fixed water or through the irrigation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.